Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the folding box. Here we found several clear points of damage. Furthermore we made a visual inspection of the outer sterile packaging. Here we also found visible damage. Additionally we made a visual inspection of the inner sterile packaging and found more visible damage. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably transport related. Rational: the condition of the outer box and manufacturing date of the devices allow the conclusion that due to several transport processes the packaging was clearly damaged in a way that the sterility is no longer guaranteed. This error was clearly visible and the implant was not to be used according to the IFU. CAPA (B)(4) is applied.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that while performing a revision knee surgery utilizing st0500-009 for implants. It was personally checked that the implants prior to surgery and noticed that several of the femur implants had damaged boxes and appeared to be slightly crushed and re-shrink-wrapped. After performing all the bone cuts we proceeded with opening the final implants. While opening the final femur implant we noticed the outer sterile packaging had cuts in it. With it being the only 6r implant in the implant bank, we proceeded to open it to inspect the inner sterile packaging. It also had cuts in the packaging making it a non-sterile implant. With no other option we had to flash the implant, which increased the operative time by 45 minutes." No known patient impact reported. Surgical delay of 45 minutes was reported.